Event description:
The physician was using the reliatack reloadable fixation device in his laparoscopic incisional hernia repair with mesh. When he started to tack the mesh in place he noticed that the tacker's tip, which the reload is attached to, had come off inside the patient's abdomen. The physician was able to grasp the tip and remove it from the patient with no difficulty and no harm to the patient.